Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was jammed and could not be recovered. The user attempted troubleshooting by adjusting the drawer alignment and recovering the storage space; however, the issue could not be resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and unable to recover. A field service engineer removed the damaged rails and installed new components, then performed a final functional check by logging into the hardware test application (hta) to confirm successful drawer operation. The customer verified the functionality, and the test results were successful. The system functioned as intended after the field service engineer repaired the device.